Manufacturer narrative:
The customer declined ge service. No repair information available. H3 other text : the customer declined ge service. No repair information available.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation while in use on a patient. There was no report of patient injury.